Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('burning sensation in the pelvis') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), back pain ("diffuse pain in back"), headache ("headache"), adnexa uteri pain ("electric shock to the ovaries"), pruritus genital ("itchy genitals"), urinary tract infection ("urinary tract infection"), dysuria ("burning sensation during urination"), pain in extremity ("diffuse pain in arms and legs"), fatigue ("chronic fatigue"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), abdominal pain upper ("stomach ache"), balance disorder ("loss of balance") and loss of libido ("decreased libido/ loss of libido"), 1 year 1 month after insertion of essure. In (B)(6) 2018, the patient experienced endometriosis ("form of endometriosis"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, headache, adnexa uteri pain, pruritus genital, endometriosis, urinary tract infection, dysuria, pain in extremity, fatigue, dyspnoea, dizziness, abdominal pain upper and balance disorder outcome was unknown and the loss of libido had not resolved. The reporter considered abdominal pain upper, adnexa uteri pain, back pain, balance disorder, dizziness, dysmenorrhoea, dyspnoea, dysuria, endometriosis, fatigue, headache, loss of libido, pain in extremity, pelvic pain, pruritus genital and urinary tract infection to be related to essure. The reporter commented: current status: I am seeing my gynecologist tomorrow to remove them. I don't work, so there is no impact on my work, on the other hand, there is an impact on my relationship, because I have lost my libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('burning sensation in the pelvis') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), back pain ("diffuse pain in back"), headache ("headache"), adnexa uteri pain ("electric shock to the ovaries"), pruritus genital ("itchy genitals"), urinary tract infection ("urinary tract infection"), dysuria ("burning sensation during urination"), pain in extremity ("diffuse pain in arms and legs"), fatigue ("chronic fatigue"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), abdominal pain upper ("stomach ache"), balance disorder ("loss of balance") and loss of libido ("decreased libido/ loss of libido"), 1 year 1 month after insertion of essure. In (B)(6) 2018, the patient experienced endometriosis ("form of endometriosis"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, headache, adnexa uteri pain, pruritus genital, endometriosis, urinary tract infection, dysuria, pain in extremity, fatigue, dyspnoea, dizziness, abdominal pain upper and balance disorder outcome was unknown and the loss of libido had not resolved. The reporter considered abdominal pain upper, adnexa uteri pain, back pain, balance disorder, dizziness, dysmenorrhoea, dyspnoea, dysuria, endometriosis, fatigue, headache, loss of libido, pain in extremity, pelvic pain, pruritus genital and urinary tract infection to be related to essure. The reporter commented: current status: I am seeing my gynecologist tomorrow to remove them. I don't work, so there is no impact on my work, on the other hand, there is an impact on my relationship, because I have lost my libido. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.